Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that following an apheresis procedure, a donor experienced anemia. Itis unknown at this time of if medical intervention was required for this event. Patient information and outcome is not available at this time.

Manufacturer narrative:
Corrected investigation: the apheresis handbook information provided in supplement 1 is no longer applicable to this event and has been removed from the investigation. Additional investigation: the run data file (rdf) was analyzed for this event. Review of the rdf confirms the use of diluted units to perform custom prime. The entered hematocrit of the custom prime units for the procedures was 30%. While there were no interface setup alarms generated during the procedure, the operator made numerous adjustments to the entered patient/donor hematocrit, presumably because it was taking longer than expected for the interface to establish. The initial hematocrit was entered as 25%, and revised five times with the last hct value set at 27%. The function of a custom prime is to displace the prime saline in the tubing set with donor rbc, plasma, or albumin prior to connecting so that the patient/donor remains isovolemic throughout a procedure. In addition, a certain extracorporeal volume (ecv) and red cell volume (rcv) is required in the tubing set to establish and maintain the interface during the procedure. At the start of a procedure, the system will draw in the ecv and rcv necessary to fill the tubing set and establish the interface either from the custom prime unit or the patient/donor. If a diluted unit is used to perform a custom prime, there may not be enough rcv in the set to establish the interface. Use of a diluted unit may also result in an unintended decrease in patient/donor hematocrit. Review of the both run data files associated with the second 'healthy donor' confirms the use of diluted units to perform custom prime. The entered hematocrits of the custom prime units for the first and second procedures were 25% and 30%, respectively. While there were no interface setup alarms generated during either procedure, the operator made numerous adjustments to the entered patient/donor hematocrit, presumably because it was taking longer than expected for the interface to establish. In the first procedure, the initial hematocrit was entered as 24%, and revised seven times with the last hct value set at 17%. In the second procedure, the initial hematocrit was entered as 25%, and revised five times with the last hct value set at 27%. The run data files show that both procedures were run at relatively high inlet flow settings for a small pediatric. In the second procedure, the default collect flow rate was set at 0.5 ml/min but the operator increased it to 1 ml/min 250 min into the procedure. While the combination of the frequent entered hematocrit changes and the increased in collect flow rate could result in a high rbc content in the collected mnc product, the absence of alerts from the optia that the automated interface management (aim) system was unable to maintain the optical density of the collected product, suggest that rbc losses due to excessive rbc collection into the product were not significant. Custom (blood) prime was used in both procedures involving the pediatric patient. The function of a custom prime is to displace the prime saline in the tubing set with donor rbc, plasma, or albumin prior to connecting so that the patient/donor remains isovolemic throughout a procedure. In addition, a certain extracorporeal volume (ecv) and red cell volume (rcv) are required in the tubing set to establish and maintain the interface during the procedure. In pediatric patients with low tbvs, the custom prime unit helps build up the rbcs in the channel to minimize the extracorporeal rbc volume needed from the patient. The custom prime unit also helps to build the rbc layer in the channel for a more efficient establishment of the interface. In procedures that use the idl channel, such as the cmnc procedure, the centrifuge does not spin during custom prime, and the volume and rbc content of the extracorporeal circuit is less than it will be after the procedure is initiated. This is due mainly to the expansion of the channel volume during centrifugation. A recommendation to use 300 ml of priming blood is present in the operator¿s manual, but the recommendation to use higher hematocrit priming blood is not made in the operator¿s manual or in the usual customer training materials. Based on internal studies [extracorporeal volume verification on spectra optia idl disposable kit, drew parker, july 18th, 2011.], we estimate that in the first procedure 33 ml of rbc were removed from the patient due to channel expansion after initiation of the procedure; an estimated removal of 39 ml occurred in the second procedure. The device serial number history report indicates no further related issues have been reported for this device. Preventive maintenance was performed on 06/04/2018 and the device was verified to be operating per manufacturer specifications. No evidence of device malfunction is present in the investigation of this event. Correction: field action 38 was initiated due to the use of low hematocrit priming blood to perform custom prime. Additional supplemental training specific to performing a custom prime has also been released. This training is currently available in elearning format in english at www.terumobct.com/elearning titled "spectra optia custom prime elearning course". Corrective action: an internal CAPA has been opened to evaluate rbc depletion in a small pediatric patient due to inadequate custom prime and inappropriate operator entries during a spectra optia cmnc procedure.

Event description:
Patient gender and weight were obtained from the run data files. Further procedural details are not available after multiple attempts including ID, age and outcome, etc. Per follow-up it was indicated that the run was performed on a patient, not a donor and they did not have a blood warmer.

Manufacturer narrative:
Updated root cause: during the four days leading up to the cmnc procedures the first patient¿s (see MDR 1722028-2018-00166) hematocrit showed a decrease from 33% to 29%, and overnight between the two procedures dropped from 24% to 22%, suggesting that an ongoing pathological process was depleting rbcs. Based on calculations of the volume of rbcs removed from the patient due to channel expansion post custom prime, the majority of the rbc losses in these procedures were due to the low hematocrit blood prime done for these procedures. Although there is some indication of hct fluctuations that are pathological in nature for the first patient, per terumo bct's medical review, the injury (rbc loss requiring medical intervention) was primarily due to the use of low hematocrit priming blood, that is, the cmnc procedures carried out on the optia likely contributed to the need for transfusion and partial rinseback in this pediatric patient. It is unknown whether the procedures carried out on the "healthy donor" resulted in the need for rbc transfusion.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: terumo bct's therapeutic specialist provided feedback to the customer regarding the implications of following appropriate procedural details.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: based on the limited information available, the spectra optia system operated as intended. While there is no indication of a specific root cause for the patients drop in hb, the most likely cause of the patient's anemia was multiple adjustments to the hematocrit and collect pump flow rate during the procedure. Per terumo bct's internal medical review, it is believed that the current evidence suggests that the operator¿s manipulation of the optia spectra system may have resulted in the inadvertent loss of rbcs in the collected product and contributed to the post-mnc anemia documented for this patient.

Event description:
The customer did not respond to multiple attempts to obtain more information for the investigation such as procedural details, exact date of service and patient information.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Common reactions include citrate induced hypocalcemia, vasovagal reactions, problems related to vascular access, and allergic reactions. Rarer, delayed complications of apheresis include hemorrhage, thrombosis, infection related to access lines or blood components, anemia, and protein depletion. The device serial number history report indicates no further related issues have been reported for this device. Preventive maintenance was performed on 06/04/2018 and the device was verified to be operating per manufacturer specifications. One year of service history was reviewed for this device with no issues related to the reported condition identified. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information.

Manufacturer narrative:
This report is being submitted to provide additional information. Investigation is in process. A follow-up report will be provided.

Event description:
Due to EU personal data protection laws, the patient information and outcome are not available from the customer.